Manufacturer narrative:
The evaluation of the returned system controller confirmed the device to be non-functional, consistent with the reported event. The device was unable to operate a test pump when tested in its received condition. During analysis, the returned device was connected to the manufacturer's laboratory equipment and an active audio tone with intermittent flashing lights were observed. The device was unresponsive to commands and was unable to communicate with a test system monitor. Further evaluation of the device revealed damaged fuses on the internal printed circuit board (pcb) that prevented voltage from being supplied to the primary and backup systems. The damaged fuses were replaced and the device functioned as intended thereafter. The evaluation could not determine the specific root cause that could be attributed to the observed damage. The manufacturer initiated a corrective and preventative action in response to the finding of damaged fuses. This device was manufactured prior the completion of the corrective preventative action in october of 2012.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller had one long constant beep, had "stopped working," and had no lights at all. The patient suspected that the pump stopped but he reportedly felt fine during the event. The patient exchanged the system controller to his backup system controller without any issues. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 3 years, 7 months. The device was returned, evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.